Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high" on cgm; with an unknown cause. Elevated bg was addressed via a correction bolus. System check with tandem technical support confirmed that the pump was functioning as intended. However, reportedly the customer was using insulin beyond labeling. Tandem technical support educated the customer that humalog was labeled for 48 hours. The customer was instructed to consult with the healthcare provider regarding bg level. Reportedly, the customer reverted to manual injections for insulin therapy from august 19th to august 24th. Per hcp recommendation, patient has now resumed pump therapy.